Event description:
During an atrial fibrillation procedure, the sheath was inserted into the heart, and before inserting the catheter, it was noted that blood leaked from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. Air contamination to the patient has not been confirmed. The product inserted directly into the hemostasis valve was only the included dilator. No additional venipuncture was performed due to sheath replacement.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed an air and fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A puncture was noted in the proximal seal and the distal seal was noted to be torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured and torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.